Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2007 and an obturator sling was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
Additional information: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic pain and urinary urgency.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Additional information: it was reported that the mesh was surgically removed on (B)(6) 2009 due to erosion, pain and dyspareunia.

Manufacturer narrative:
Additional contact name: (B)(4), md.

Event description:
Additional information: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with morena iud insertion and cystoscopy. No additional information was provided.

Event description:
Additional information: it was reported that the patient underwent vaginal hysterectomy, high uterosacral vault suspension and cystoscopy on (B)(6) 2008 due to second degree uterine prolapse and pelvic pain. It was reported that the patient underwent vaginal excision of lesion with laceration suture on (B)(6) 2009 due to foreign body in vagina and pelvic pain.